Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event on (B)(6) 2025 due to blockage in tubing. The customer changed supplies as necessary and resumed insulin therapy. No further information available.